Manufacturer narrative:
Additional information was received that the root cause of the issue is with the exhalation flow interface board and the exhalation flow sensor board. Failure of these do not cause insufficient o2. This is not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.